Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for cervical/neck and spinal pain. It was reported that the initial implant of a paddle lead caused left arm nerve damage. The patient woke up from surgery and could not move their middle finger or ring finger. They had excruciating nerve pain and could not touch it or go near it. The patient went back on (B)(6) 2016 for implant of 2 percutaneous leads and removed the paddle lead because they "had decompression brain surgery so there was not enough room in there." That was why the patient had a narrow passageway and so the paddle did not work for the patient. The patient woke up from the surgery on (B)(6) 2016 and as soon as the surgical, paddle lead was removed it was amazing. The patient could move their hand and the pain went away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.